Manufacturer narrative:
The investigation of the issue is still in progress.

Event description:
The key-switch on the front of the external gate controller has two positions, labelled '0' (off) and '1' (on). In order to correctly start the vision rt software, the external gate controller shall be in on position prior to starting the software. This is specified in the vision rt product guide, document number #(B)(4), version 6.0. If, operating contrary to the recommended start-up sequence, the user opens the software with the gate controller key-switch in the ('0') off position and then turns the gate controller key-switch from the ('0') off to the ('1')on position after the software has already been opened, a message informing that the current key-switch position is '0' is displayed to the user (this message does not force the software operation to cease). Additionally, if the user was to continue using the software, the real time deltas displayed on the main screen of the device would correctly indicate the actual position of the pt with respect to the user-configured thresholds. Furthermore, the treatment delivery system console would be providing visual and audible indication if the beam is on. If users ignore the indications the software provides to detect that the beam is not held and ignore the statements in the instructions, when the pt moves out of position and the software requests a beam hold, the request is ignored by the gate controller and beam will continue to be enabled, since the default state for the gate controller is to "beam enable". If, at this stage, users fail to recognise that real time deltas are out of tolerance and the linac console is providing visual and audible indication that the beam is on, this may lead to a geographic miss for part of the dose. In this specific instance, the customer reported that the user operated contrary to the recommended start-up sequence, and the user opened the software with the gate controller key-switch in the off ('0') position and then turned the gate controller key-switch from the off ('0') to the on ('1') position after the software has already been opened. Although pt treatment was in progress, the customer reported that the issue was however identified prior to pt harm occurring. Further details of the pt treatment have been requested to the customer.